Event description:
Contact states that strikethrough occurred on 9/19/96 during a cesarean section. Reports that the fluid went through to the scrubs, onto skin at the legs. Unable to provide co with any add'l inf.